Event description:
The customer reported their lh750 instrument gave ¿cassette not lowered onto bed¿ and ¿bellows not extended¿ errors when a leak of about 1 cc was discovered that was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found tubing to top port of sheath restrictor coil (vc12) had popped off causing diluent to leak onto and short out the sensor distribution board and cables. This caused the diluter error messages. The tubing, sensor distribution board and associated cables were replaced to resolve this issue. Upon recur; the failure mode identified is likely to cause erroneous diff or retic results, due to improper sheath flow at the flow cell. (B)(4).